Event description:
Healthcare professional reported "consultation for an implant exchange. At this time it was discovered that patient had ruptured implant". This record is for the left side. The device was explanted. Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ruptured implant.

Event description:
Healthcare professional reported "consultation for an implant exchange. At this time it was discovered that patient had ruptured implant". This record is for the left side. The device was explanted.